Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced hemolysis and hematuria. A farawave 2.0 was selected for use in a farapulse procedure. Post procedure, prior to discharge, the patient presented had dark colored urine in their foley. The physician ordered infusion of one liter of fluid to the patient immediately. Hence, the patient then was able to urinate clear later in the day. A hemolysis was causing darkened urine post-procedure. The patient was admitted to the hospital. Diagnostic tests were done. A total of 64 lesions in the pulmonary veins posterior wall and cti were done. The patient presented hematuria.